Event description:
It has been reported to philips that the exam room color monitor was defective. The issue was found during clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that the color monitor in the examination room was not working. Upon functional testing, fse found that the 19" color monitor was defective. The fse replaced the 19" color monitor. After replacement of the 19" color monitor, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.